Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device (B)(6) number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) cardiac ablation procedure which included a thermocool® smart touch® sf bi-directional navigation catheter. The patient experienced cardiac tamponade that required pericardiocentesis and prolonged hospitalization. During an idvt case, cardiac tamponade occurred. Post case, they performed a transthoracic echocardiogram (echo) which showed a pericardial effusion. The patient began moaning and the patient's blood pressure dropped. Pericardiocentesis was performed and about 320 ml of fluid were removed. The patient was in stable condition. It was believed that the effusion occurred when the physician went into the coronary sinus (cs) when they were trying to navigate into the right ventricle. The patient has fully recovered after an extended hospitalization. No transseptal puncture was performed. Ablation was performed prior to noting cardiac tamponade. No evidence of steam pop. This occurred during mapping phase.